Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 129 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer allowed insulin pump to rest for ten minutes and then inserted new battery and display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected off no power anomalies or blank display anomalies were noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a missing end cap sticker.